Event description:
Procedure performed: ni. Event description: additional information received from applied medical representative via email on 09jan2026: during the case, the black flange came out of one of the purple sleeves found as part of the device (which is supposed to be fixed in situ). Device not replaced. Consultant put his finger over the port to prevent the gas from escaping and completed the case. Intervention: device not replaced. Consultant put his finger over the port to prevent the gas from escaping and completed the case. Patient status: fine/no issues or impact on patient.

Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.